Event description:
It was reported that ongoing intermittent occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the necessary supplies and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.